Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion sets cannula crimped event on (B)(6) 2024. The insertion site was leg. The infusion set was in use for some hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city- (B)(6), patient country- colombia.